Event description:
It was reported that the ventilator was not working. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Service report and ventilator's log files were not provided. Customer cancelled the service. Information about the current status of the ventilator has not been provided. H3 other text : 4117, 4114.